Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number 492184, expiration date 06/30/2015). (B)(4).

Event description:
Customer received a result of 13.9 mmol/l on the mobile system, and a result of 6.6 mmol/l on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.